Event description:
It was reported that an emergency room nurse observed the ilet not charging, indicated by a blinking green light, and identified an obstruction inside the case that appeared to block the charger connection; removal of the obstruction and reseating on the charger resulted in a solid green light, indicating normal charging. Symptoms included no adverse physiological effects. Outcomes included no impact on health and no hospitalization related to diabetes care. Investigation included user troubleshooting and verification of proper device charging after removing the obstruction. Investigation of this case revealed that the charging issue was attributable to a use-related obstruction interfering with the device¿s external power connection, and normal function was restored once the obstruction was removed. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors causing improper connection to the charger.